Event description:
The customer reported that she has experienced low blood glucose levels for the past three weeks. The customer's most recent experience was today at noon. The customer's blood glucose reading was 40 mg/dl. Troubleshooting was performed, and the customer noticed a bolus in the bolus history that she did not remember programming. The insulin pump was not exposed to high magnetic fields. Advised the customer that a cable would be sent to her to upload the insulin pump to carelink. Also advised to use the lock keypad feature to prevent accidental button pressing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.